Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was tracking low and her blood glucose level was 180 mg/dl but sensor glucose reading was 85 mg/dl. She would eat a piece of candy and the insulin pump would suspend when she tried to override it. The customer received a calibration not accepted alarm. The device was not returned.